Event description:
Medtronic received information that 3 days post implant of this transcatheter pulmonary valved conduit, the patient experienced transient shortness of breath, chest pain, and abdominal pain. Blood tests, electrocardiogram, CT and ultrasound were negative. The abdominal pain was attributed to ovulation. One and a half months post implant, the patient was admitted to the hospital with fever, nausea, vomiting and malaise. Two blood cultures were positive for enterococcus and it was presumed to be endocarditis. A tee was conducted and was negative; however, the patient was begun on antibiotic treatment as if the symptoms were endocarditis (x 6wks).

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.